Event description:
It was reported that the patient was admitted to the hospital for symptoms of lightheadedness with exercise. The electrocardiagram was consistent with t wave oversensing post pace on the right ventricular (rv) lead. It was also reported that the bi-ventricular defibrillator had a possible loss of telemetry. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): d204trm implantable biventricular defibrillator 2013-(B)(6), 5076 implantable pacing lead 2013-(B)(6), (B)(4).

Manufacturer narrative:
Product event summary #(B)(4): the proximal segment of the 6947m62 lead was returned, analysis was performed and no anomalies were found.

Event description:
The right ventricular (rv) lead and device were later explanted.